Manufacturer narrative:
Pump serial numbers: (B)(4).

Event description:
Quarterly summary record for alleged cartridge change errors: it was reported that a cartridge change error occurred during the load sequence. User was able to resolve the issue by loading a new cartridge, or reverting to an alternate method of insulin therapy. There was no adverse effect.